Manufacturer narrative:
Image review: a comprehensive review of intraprocedural fluoroscopic cine images was conducted. The patient¿s executive summary was unavailable, which limited the ability to perform a complete anatomical assessment. Though initial angiography demonstrated pre-existing aortic regurgitation in combination with aortic stenosis. Imaging confirmed that the left transfemoral approach was utilized for the procedure. Fluoroscopic inspection of the valve load indicated adequate loading. A pre-implant balloon aortic valvuloplasty was performed prior to the initial valve implantation attempt. The images suggest that the attempt to advance the delivery catheter system was unsuccessful, prompting the need for peripheral angioplasty. Following this intervention, the delivery catheter system was successfully advanced, and valve implantation was attempted. The images indicate at least three deployment attempts, all resulting in suboptimal depth and valve dislodgement during recapture. The 29mm valve was subsequently recaptured and removed, and a 34mm valve was selected for reasons not documented. Fluoroscopic inspection of the 34mm valve load confirmed appropriate positioning. Advancement of the delivery catheter system was again unsuccessful. Further attempts were discontinued and another peripheral angioplasty was performed, and a non-medtronic valve was implanted. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that a pre-implant balloon dilation was performed.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID {evproplus-29}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a 29 millimeter (mm) transcatheter valve, the left femoral artery access site was pre-dilated using a 22 mm by 50 mm non-medtronic balloon with a 14 french (fr) medtronic introducer sheath. Following pre-dilation, the sheath was removed and a new 14 fr system was used. Upon 60-80% deployment on the first deployment attempt, the implant depth was 2-3 mm on the non-coronary cusp (ncc); however, the valve "rose" in the left coronary cusp (lcc). Subsequently, the deployment of the valve was attempted three more times without success, and the system was withdrawn from the patient. An 18 fr medtronic sheath was inserted, and a 34 mm transcatheter valve was used. During advancement of the 34 mm valve, the delivery catheter system (dcs) was unable to advance due to the patient's calcification. Therefore, the system was withdrawn from the patient.  The access site was dilated using a 7 by 60 mm peripheral balloon, and a 35 mm non-medtronic transcatheter valve was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified previously reported information indicating that the femoral access site was not pre-dilated with a 22x50 mm balloon, but rather the aortic valve was pre-dilated with the 22x50 mm balloon.

Manufacturer narrative:
Updated data: a1 b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the valve dislodged while attached to the delivery catheter system (dcs).